Manufacturer narrative:
The device was evaluated and the customer's allegations were not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the airwater-cylinder and suction-cylinder had no color; the switch box had a scratch; water tightness was lost due to a pinhole on the connecting tube; the image had dark area partially due to a chip on the objective lens; the adhesives around objective lens and light guide lens, the adhesive on bending section cover had white-clouded area and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bending sheath of the colonovideoscope had wrinkles and wear of adhesive. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a dark foreign material resembling glue was found inside the airwater-nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly by leakage due to a pin hole at the insertion section. A further cause of the pinhole leak could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.